Event description:
An implantable pulse generator (ipg) system was reported from a pacemaker clinic that the patient had died, and no other information provided. Information identified in the manufacture's data base indicated the patient died approximately eleven months post implant of the ipg system approximately three years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.